Manufacturer narrative:
Concomitant product information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The patient lost therapeutic benefit on (B)(6) 2019 but the patient was having issues with increasing the therapy in (B)(6) 2018 (the healthcare provider couldn't give a specific date). It was reported that the patient recovered without sequela and there was no patient injury. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-aug-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient could not use the therapy because it did not work. There was an out of regulation message and the implantable neurostimulator turned off. The patient did not know of any external factor which may have caused or contributed to the event. An impedance test was run on (B)(6) 2019 which indicated high impedances and to avoid electrodes. A follow-up visit with the health care provider determined that the leads had migrated, and a replacement surgery was planned for the leads and the implantable neurostimulator on (B)(6) 2019. An image of the leads was compared with the initial image of the implant to determine the lead migration. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of lead with serial number (B)(4) found no anomaly. Analysis of the lead with serial number va1k1px026 found that three conductors were fractured. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The patient lost therapeutic benefit on (B)(6) 2019 but the patient was having issues with increasing the therapy in (B)(6) 2018 (the healthcare provider couldn't give a specific date). It was reported that the patient recovered without sequela and there was no patient injury. No further complications reported.